Manufacturer narrative:
A bec field service engineer (fse) was dispatched to assess the instrument. The fse replaced the ise drain waste valve. There were no further reports of drain overflow or of erroneous na, cl, and calcium results.

Event description:
The customer reported that the laboratory information system flagged results for sodium (na), chloride (cl), and/or calcium (ca) for ten patients as erroneous on a unicel dxc 800 pro synchron system. While troubleshooting the instrument with beckman coulter (bec) hotline support, the customer reported an overflow from the ise drain. The leak was contained to the instrument. The customer wore gloves, gown, and eye protection while operating the instrument. There was no report of direct contact with the leak or of injury as a result of the leak. Erroneous results were released from the laboratory. Patient samples were later rerun and amended results were reported to the physician. The was no impact to patient treatment or report of injury or death as a result of this event.